Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported hospitalization with low blood glucose readings of 17 mg/dl and believes that the insulin pump is defective. It was reported that the customer's blood glucose readings would not go up even after treating with food. Customer reported losing his vision and being stuck in the fill tubing phase prior to the hospitalization. Troubleshooting was performed and the drive support cap and all settings appeared to be normal. Customer's current blood glucose reading is 307 mg/dl and has treated with a manual injection. No further information reported.